Event description:
The customer reported a liquid leak of approximately 10ml in volume coming from the right side of a coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer technical service (cts) recommended the use of personal protective equipment before customer started to perform troubleshooting. There was no report of biohazardous exposure in conenction to the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.

Manufacturer narrative:
Through troubleshooting over the phone with the assistance of customer technical support (cts), the customer determined the issue to be the blue stripe tubing had a pin hole at the pinch valve. The customer replaced the tubing, and the instrument was operational with no further leaks reported. The beckman coulter internal identifier for this event is (B)(4).